Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the attachment device had corroded needle sleeves, there was an unknown liquid inside, the fork was cracked, there was excessive corrosion on coupling pin and the seals were worn. The device also failed pretest for 80 (measure the oscillating frequency) due to the device being frozen. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified knee surgical procedure on a canine, it was observed that the attachment device made a brief high pitched buzzing noise and would not move. There was a fifteen minute delay in the surgical procedure while a spare device was obtained. There was no human patient involvement as this was a veterinary procedure. It was reported that the surgery was completed successfully. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.